Event description:
A customer contacted beckman coulter, inc. (Bec) on (B)(4) 2011 and reported that they had a leakage from tricontinent reagent pump syringe on unicel dxc 800 pro synchron clinical system. The customer did not provide exact date of the event. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
On (B)(4) 2011, bec field service engineer (fse) performed a routine service repair. The fse replaced total protein syringe and left another syringe for the customer to replace one that had broken during shipment. The fse verified repair per established procedures. The customer did not have a leaking problem when contacted bec on (B)(4) 2011, but wanted bec to be aware of the issue. (B)(4).